Event description:
It was reported that this inflatable penile prosthesis (ipp) had to be revised due to cylinder rupture. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. Bodily fluid was found inside the pump; however, it did pass leak testing. Both cylinders were visually inspected and underwent leak testing. Both cylinder's outer tubes were detached in the proximal end and had wear at fold in the middle of both cylinders. The second cylinder passed the leak testing. The first cylinder exhibited fluid leakage from a hole in the proximal end consistent with sharp instrument damage. The reservoir was visually inspected and underwent leak testing. No visual damages or abnormalities were found, also, it did pass leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had to be revised due to cylinder rupture. The device was explanted and replaced. No patient complications were reported.